Event description:
Information was received indicating that the smiths medfusion 4000 syringe pump was reported to have experienced a battery communication time out; battery and a depleted system failure. There were no adverse events reported.

Manufacturer narrative:
H2: see d10. H3: one medfusion pump was received with no notice of external damage. The event history log was reviewed and there were battery communication timeout error and battery depleted alarms. The start-up process was conducted, flow test on battery power and the reading of the battery was checked. The reported "battery communication time out, battery depleted" issue was unable to be duplicated. The battery was replaced as a preventative measure.